Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use, however, it was impossible to aspirate the sheath as it sucks air during flushing nor remove all bubbles from the sheath, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been received for analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use, however, it was impossible to aspirate the sheath as it sucks air during flushing nor remove all bubbles from the sheath, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.